Event description:
This report is being filed after the subsequent review of the following literature article, sun, l., wu, z., and guo, x. (2014). Management of distal third tibial fractures: comparison of combined internal and external fixation with minimally invasive percutaneous plate osteosynthesis. International orthopedics, 38, 2349-2355. The authors compared combined internal fixation using synthes device, two titanium elastic nails, and external fixation (cief) with minimally invasive percutaneous plate osteosynthesis (mippo) using synthes device, distal tibia locking plate. From (B)(6) 2004 to (B)(6) 2012, a total of 44 patients were randomized to either group: cief 11 men and 11 women mean age 35.5 years and mippo 15 men and seven women, mean age 38.6 years. Postoperative care was the same for both groups: exercise and radiographs with gradual progression to full weight bearing activities. Average follow-up time for the cief group was 36.5 months and mippo group was 40.2 months. Results: of the 165 self-tapping locking screws of the locking plates, seven (four patients) were removed with some difficulty because of stripping of the hexagonal recess. Mippo: malunion (four); delayed wound healing (four); ankle pain from implant impingement around the medial tibial shin region (seven) - implants were removed. Cief: malunion (five); ankle pain (one) - implants were removed. A (B)(6) male with distal third tibial fracture underwent closed reduction and two titanium elastic nails combined with external fixation (cief). Post-operatively, x-ray showed good healing of the fracture. The external fixator was removed. Subsequently, due to ankle pain, the nails were removed seven months after the operation. This is report 3 of 4 for (B)(4). This report is for an unknown nail and refers to the serious injury of malunion (five); ankle pain (one) - implants were removed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for an unknown nail/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.